Manufacturer narrative:
Citation: abdi s et al. Single-session double valve replacement: tavi+tricuspid valve-in-valve procedures. J card surg. 2019 jun;34( 6):518-521. Doi: 10.1111/jocs.14061. Epub 2019 apr 24. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6)-year-old female patient with a history of rheumatic heart disease and both mitral and tricuspid valve replacement. The patient¿s tricuspid valve was replaced with a 31 mm medtronic mosaic bioprosthetic valve (serial number not provided). At six years post implant, the patient presented with exertional dyspnea. Transthoracic and transesophageal echocardiography revealed significant tricuspid bioprosthetic valve stenosis with moderate transvalvular leakage. Moderate right ventricular dilation and systolic dysfunction were also noted. Subsequently, a non-medtronic transcatheter valve was implanted valve-in-valve in the stenotic mosaic valve. No additional adverse patient effects or product performance issues were reported.